Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.5 inr/1.92 inr, 2.2 inr/1.7 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.